Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set tubing detached on event on 12-may-2024. Insertion site was abdomen. Location of detachment close to site. Swimming, sitting, outdoor activity were led up to this event. No further information available